Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. A review of the device memory noted that there were no timestamps logged for any telemetry sessions on (B)(6) 2015. The next event was a "session end" that was dated on (B)(6), 2016 and lasted 1024.7 minutes. There was no log entry for the start of this session. Also on this date was a telemetry session that was started and ended successfully with a total duration of 51.2 minutes. During device analysis, telemetry continuously was able to be established. A review of the manufacturing records found that the device was interrogated but successfully broke telemetry before it left the factory. Radio frequency wake-ups were also tested and found to be within specifications. Laboratory analysis was unable to reproduce the reported clinical observations.

Manufacturer narrative:
(B)(4); the product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD), telemetry was unable to be established with the device. The field representative tried to connect to the s-ICD six different times using two different programmers; however, telemetry was still unable to be established. This s-ICD was not implanted and will be returned. No adverse patient effects were reported.